Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he has a faulty pump. He stated that 3 weeks ago he had a titan removed and replaced with an ipp. He stated he saw his doctor three days ago for post operation appointment, and the doctor was able to inflate it about 75%, since then, he stated he has been able to inflate three pumps at best and as of yesterday unable to inflate the cylinders at all. The patient attempted valve reset with no resolution. He stated that he is a mechanical engineer and had several questions and concerns. He stated that he had understands the ipp and has expectations that are not being met. The patient specialist recommends him to get back with his doctor for device evaluation and next steps. The patient stated that he cannot wait two months for his next appointment and asked about insurance coverage as he is a veteran. The patient specialist stated that the patient should be responsible to understand his benefits and explained the boston scientific device warranty and also encouraged him to get an appointment with his doctor as soon as possible. The revision was done on (B)(6), and no further information was provided.